Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their infusion sets became detached. The customer's blood glucose level was between 300mg/dl to 400mg/dl. Troubleshoot for tubing detachment was conducted. The customer was advised replacement sets would be sent.